Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-january-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the stepper motor for cup pickup assembly and upgraded the software to 2.51. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4151c.trans-z home detect error was the stepper motor for cup pickup assembly needed to be replaced.

Event description:
On (B)(6) 2017, a customer reported error 4151c.trans-z home detect error on the aia-900 instrument. The customer performed an all set home function but the error persisted. The customer inspected the cup waste chute on the instrument for backed up cups but none were found. The customer is unable to run patient samples on pth kidney marker. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.